Event description:
A malfunction on the pump was reported by the caller, but there were no notable events prior to the malfunction and no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.